Event description:
The user facility reports two events where the duckbill valve and retaining ring of the manual resuscitator allegedly dislodged and fell into the resuscitator bag. No patient compromise for either event.